Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that during an intraocular lens (iol) implant procedure, the surgeon noted the lens was split/cracked once it unfolded into the patient's eye. The iol was cut and removed from the eye, then replaced with a new lens. It was reported that the lens appeared intact and normal in the packaging with no difficulty during loading.